Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that the insulin pump buttons were unresponsive. Customer stated that the insulin pump had motor error alarms. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump rejected new battery. Customer stated that the insulin pump had grinding noises. Customer stated that the insulin pump was not delivering insulin correctly. The insulin pump and reservoir will not be returned for analysis.